Manufacturer narrative:
Additional information received indicating the device causality was unrelated, and therefore this event no longer meets reportability requirements.

Event description:
Additional information was received indicating the surgeon did not see an allergic reaction to the iol. The lens was not explanted. The surgeon plans to implant the same model iol in the second eye for upcoming cataract surgery.

Manufacturer narrative:
The device remains implanted. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
A patient reported they developed capsular contracture approximately ten months post cataract surgery. One day postop, the lens was sitting well. Three weeks postop, there was edema under the cornea that lasted four to five days. Five to six weeks postop, the doctor noted the formation of fibrin-mesh and constrained view. The patient also experienced inflammation and used monodex at eye drops for several weeks postop. The patient now has capsular phimosis. The patient has an allergy to synthetic materials and the intraocular lens (iol) was tested prior to implantation via electroacupuncture. In the surgeon's opinion, the patient is not having an allergic reaction to the iol.